Event description:
It was reported that the patient had a knee replacement in about 2013 and patient had no issue with that. The patient fell on 08/01/2021 and was sent to urgent care and they witnessed no issues on imaging. Further imaging was done by the patient's surgeon's and they identified a patella fracture for which the patient received two titanium screws. Patient was completing physical therapy but was experiencing pain and an x-ray confirmed that the screws were fractured. Range of motion is limited. Patient is in pain when walking. Patient will be meeting with a surgeon from wv university orthopedics to find out the best path forward for treatment.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
Please note the correction to h6 results code. The reported event could not be confirmed for the second screw, since only one of the two visible screws on the received x-rays is broken apart. A device inspection was not possible since the affected device was not returned. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. The catalog number and lot number were not communicated. The available information and the received x-rays were compared with different stryker screw systems including asnis iii and fixos, which are typical standalone screws. The review has shown that the screws on the x-ray could be a variax 2 bone screw, t10 full thread, 2.7mm. There are slight differences in the head shape visible, but this can be traced back to the quality of the x-ray and the insertion angle of the screw. However, it can finally also not be completely excluded that the visible bone screw is from a competitor as such bone screws belong to the standard portfolio of a medical device manufacturer. A review of the potentially affected variax 2 labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information, including catalog- and lot number, about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient had a knee replacement in about 2013 and patient had no issue with that. The patient fell on (B)(6) 2021 and was sent to urgent care and they witnessed no issues on imaging. Further imaging was done by the patient's surgeon's and they identified a patella fracture for which the patient received two titanium screws. Patient was completing physical therapy but was experiencing pain and an x-ray confirmed that the screws were fractured. Range of motion is limited. Patient is in pain when walking. Patient will be meeting with a surgeon from wv university orthopedics to find out the best path forward for treatment.